Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, g3, g6, h2, and h6 (impact code, type of investigation).

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve, implanted in the tricuspid position, was explanted after an implant duration of 2 years, 10 months due to mild stenosis and mild to moderate regurgitation. The patient presents with exercise intolerance. The explanted device was replaced with a 27mm 7300tfx valve.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve, implanted in the tricuspid position, was explanted after an implant duration of 2 years, 10 months due to mild to moderate regurgitation and mild stenosis. The explanted device was replaced with a 27mm 7300tfx valve. Per the medical records, the patient presents with exercise intolerance. The patient underwent a redo tvr with a 27mm 7300tfx valve, redo rv-pa conduit replacement with a 27mm pulmonary homograft, and repair of ross autograft and left coronary artery. There was trace tricuspid regurgitation with no stenosis. The patient tolerated the procedure and was transferred to the ICU in stable but critical condition. On pod #6, the patient was discharged.

Manufacturer narrative:
H10: additional manufacturer narrative: (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and there were two non-conformances found related to this serial number. However, the valve was re-worked to completion, passing all inspections. "It was reported that a patient with a 25mm 7300tfx mitral valve, implanted in the tricuspid position, was explanted after an implant duration of 2 years, 10 months due to mild to moderate regurgitation and mild stenosis." Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including implant position, patient's age at time of implant and history of congenital heart disease.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve, implanted in the tricuspid position, has been placed under evaluation for a valve-in-valve after an implant duration of 2 years, 10 months due to mild stenosis and mild to moderate regurgitation. The patient presents with exercise intolerance. No planned intervention at this time.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.